Event description:
Caller states customer was unable to obtain a result on the aviva meter due to a power issue, while having low blood glucose symptoms. Customer tested 600 mg/dl on a different meter and went to the hospital. Customer's lab result was 44 mg/dl obtained within 10 minutes of the meter result of 600 mg/dl. Customer was treated with juice and an IV (contents unknown), and admitted to the hospital overnight. He was released from the hospital the following day when he tested around 150 mg/dl on professional device. Requested return of suspect device, and replacement was sent.